Event description:
Customer reported receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21798e, reader sn (B)(4). The same day, customer performed confirmatory testing with the lucira check it covid-19 test, binaxnow antigen test, ultra urgent 30 minute rt-pcr test, and accula sars-cov-2 test which all provided negative results. Customer also performed a retest on the cue the same day which provided a negative result. On (B)(6) 2022, customer performed retest on the cue as well as an additional binaxnow antigen test which both provided negative results.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.